Event description:
It was reported that the bd venflon¿ pro safety peripheral safety IV catheter leaked during use. The following information was provided by the initial reporter: "leakage at catheter level, with need to remove it and set up a new one. Multiples incidents."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for eval yes, d9: returned to manufacturer on: 10-may-2022. H6: investigation summary one used (contaminated) sample was received by our quality team for evaluation. The sample was subjected to visual inspection and catheter adapter leakage testing. All inspection results passed, and no abnormality was observed. A device history record could not be evaluated as the lot number is unknown. Based on the quality team's investigation, the root cause of this incident cannot be determined.

Event description:
It was reported that the bd venflon¿ pro safety peripheral safety IV catheter leaked during use. The following information was provided by the initial reporter: "leakage at catheter level, with need to remove it and set up a new one. Multiples incidents".